Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure as well as beep anomaly. Customer blood glucose was 116 mg/dl. Customer stated that he hardware low level was occurred again during self-test. The product will return for the analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures error alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
The insulin pump passed displacement test. Hardware low level failures alarmed during selftest and confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pin 6).